Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hole in the catheter causing a leak was noted. Near the end of a deep vein thromboses (dvt) procedure, the physician noticed a leak running through the angiojet solent omni catheter. The physician attempted to cover the leak with tegaderm to complete the procedure; however the leak continued and appeared to get worse. The procedure was completed with this device and no patient complications were reported.